Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient mentioned of a damaged left ventricular (lv) lead that had to be replaced. No further information was received. This lv lead was then explanted. No additional adverse patient effects were reported.